Event description:
It was reported the customer was hospitalized. It was found the customer had fallen and shattered their knee cap. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was over 400 mg/dl. The customer also believed they had gone into diabetic ketoacidosis during their hospitalization. Customer also believed their insulin pump was not properly delivering insulin as their blood glucose was high. The customer reported a high blood glucose of 600 mg/dl. Customer had been treating their blood glucose with manual injections. Troubleshooting found the customer had no delivery alarms on their insulin pump. Customer was assisted with resolving their insulin pump. The customer was advised their insulin pump was working as designed. Customer was advised to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.